Manufacturer narrative:
Device identification: product was not returned. Device history record review: the DHR was reviewed. There were no non-conformances found that could associated with this event. Visual inspection: product was not returned. Functional inspection: product was not returned. Root cause(s): where the product was not returned a root cause could not be determined. This is a known failure mode addressed in the risk management file for this product, and does not exceed expected occurrence rates. Occurrence rates are monitored for trends. Service history review: there has been no services on this product. The country of origin is (B)(6). Justification for late 30-day report. FDA call/contact log. Attempts to submit MDR file 3004086872-2019-00002 and 3004086872-2019-00003 and request assistance with the submission process.

Event description:
The flexible needle assembly is carried out to pass the suture and at the moment of the passage of the needle through the clamp it breaks the suture, assembly and position is verified, it is effectively mottling properly, but the guideline when passing through any thread break.